Event description:
It was reported that the unspecified bd nexiva catheter experienced the catheter backing out of the vein. The following information was provided by the initial reporter: patient had a 20 gauge IV in right ac that was placed less than 24 hours earlier and had infiltrated. IV was well taken care, it had been flushed per protocol and had not been pulled on.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4). FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Initial reporter state: the initial reporter's state was determined to be mt based on the area code of the provided phone number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd nexiva catheter experienced the catheter backing out of the vein. The following information was provided by the initial reporter: patient had a 20 gauge IV in right ac that was placed less than 24 hours earlier and had infiltrated. IV was well taken care, it had been flushed per protocol and had not been pulled on.

Manufacturer narrative:
H6: investigation summary bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided.